Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a codman perforator (ID 261221) disassembled when pulling the device from cranium after making a first burr hole. The procedure was completed with a replacement product available. The drill used with the perforator is elan/ b. Braun. There were no remaining parts of the device left in the patient¿s body. There is no information about the patient and there was less than 30 minutes of surgical delay. According to information provided, it is unknown if the drill was electric or pneumatic, if an x-ray was taken to assure no parts left in patient. It is also unknown if the perforator clicked in place in the drill and if the recommended spring tests were performed between each burr hole.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The codman perforator (ID (B)(4). Was returned for evaluation. Device history record (DHR)- the batch record was reviewed for any anomalies or reports related to the finished device, and none were identified. Failure analysis / root cause: the evaluation of the returned unit confirmed the presence of a "proud weld". The deficiency was identified as a related cause through the investigation of a corrective and preventative action (CAPA) initiated to investigate perforator disassembly trend.

Event description:
N/a.